Manufacturer narrative:
General reagent issues were excluded. The instrument was confirmed to be performing within specification. The investigation found that several c-packs were proactively pierced for qc use. On average, only two might be used per day. In the standby packs, the residual reagent dried out and sporadically picked up concentrates that caused higher reactions and results. The investigation also found the laboratory's humidity was significantly lower than specifications. The investigation determined the issue was due to environmental/humidity issues.

Event description:
There was an allegation of questionable tina-quant lipoprotein (a) gen. 2 results for three patient samples on a cobas c 503 analytical unit. An example of discrepant results: the initial result was 44 mg/dl. The sample was repeated on another module. The repeated results were 26 mg/dl and 27 mg/dl. The result of 27 mg/dl was believed to be correct. The sample was repeated due to the customer performing duplicate testing for lipoprotein results.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.